Event description:
The customer ran consecutive blood glucose tests on her contour meter and results were 83,78 and 163mg/dl. She then ran consecutive tests on a different meter and results were 199 and 83mg/dl. The differences among some of the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. Product is not expected to be returned at this time.